Manufacturer narrative:
Product analysis: no product was returned. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The surgeon reported however that this was not a product problem, rather a complication from the patient's anatomy. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23mm bioprosthetic aortic valve, it could not be seated in the annulus due to the patients tortuous and heavily calcified anatomy. Therefore, it was removed and replaced with a non-medtronic valve. It was reported there was no issue with the 23mm valve. No adverse patient effects were reported.